Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to migration. The physician believed the device migrated because this patient lost weight. It was also noted this patient could have had an infection. This patient remains in the hospital, and is waiting for a new system to be implanted. Subsequently, additional information was received that the new system was implanted successfully. There were no other adverse patient effects reported.